Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the display was missing pixels, the upper case and lower case was broken and contaminated, the battery release, lead flex cover, battery flex and heart lead flex were contaminated, the side bail covers, ring cover, two case screws, ring cover screw, one main printed circuit board (pcb) screw, side bails, ring and battery drawer o-ring were missing, the battery contacts were compressed and the keyboard was scratched. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.